Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not launching caused frozen screen. The technical support specialist dialed into the device and found no current errors. However, the biometric identifier scanner appeared to be stuck on the secure task hardware scan, suggesting a possible hardware detection issue. Recommended further testing of the biometric identifier scanner to confirm functionality. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had system not lauching and caused frozen screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.